Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of ¿no wire¿ was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 18ga x 10cm powerglide pro midline catheter assembly. The sample was received assembled, with the catheter overlaying the needle shaft. The guidewire was visibly disengaged from the advancer. Light usage residues were observed. Attempts to advance the guidewire were unsuccessful because the wire was detached from the advancer. Following disassembly, inspection of the wire revealed a kink near the weld tip. Microscopic inspection of the coupler region of the advancer revealed wear marks. Inspection of the needle bevel revealed mechanical damage along the proximal edge consistent with guidewire withdrawal. The guidewire failed to advance because it was not engaged with the advancer. The wear marks on the needle bevel and coupler region of the advancer indicated that the wire was initially properly assembled, and subsequently because dislodged. The kink in the wire suggested that the wire became dislodged during attempted insertion into tissue. A lot history review (lhr) of recz0477 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the device did not have a wire. No patient harm reported. (B)(6) 2019 returned wire is kinked.